Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nc trek referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and was unable to confirm the reported resistance upon balloon sheath removal, as the sheath had been removed prior to returning. A review of the complaint handling database found one similar incident from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will be addressed per quality system protocol.

Event description:
It was reported that during preparation, the protective sheath of a 3.5 x 12 mm nc trek balloon catheter could not be removed and the shaft was kinked in the process. The device was not used. A second 3.5 x 12 mm nc trek was being prepared when there was difficulty removing the protective sheath; however, it was able to be removed and the catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.